Event description:
It was reported that the patient noticed that his patient line came undone and fell on the bed. He then reconnected. The event occurred during drain one on the home choice (hc). The technical service representative (tsr) advised the hp to start over with all new supplies. The tsr assisted to end therapy. No patient injury or medical intervention was indicated as a result of this event. No additional information is available. Report 2 of 2.

Manufacturer narrative:
(B)(4). As the device was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. Same event as (B)(4).

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow up medwatch will be submitted.